Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported flow block error message during the patient side occlusion test on the lvp was not definitively identified during the customer call. However, after following the technical support recommendations and connecting the pcu to the asm software manually. Biomed will retest modules and call back if further assistance is needed.

Event description:
It was reported that the 8100 was failing patient side occlusion. There was no patient involvement.

Manufacturer narrative:
Omit: a11, computer software problem (1112), g02008, computer software. Additional information: imdrf annex a, g codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 was failing patient side occlusion. There was no patient involvement.